Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed no errors upon arrival onsite. During inspection, several pockets were identified as overfilled, causing improper opening and contributing to the reported issue. Pharmacy staff assisted in reducing the pocket quantities, after which all pockets functioned normally. All row board connections were reseated; however, no additional issues were reproduced. The condition was determined to be caused by medication jams due to overfilled pockets. Diagnostics were performed and confirmed that the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 all cubies were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.